Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 31-aug-2023, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving gablofen at a dosage of 118.9mcg/ml and a concentration of 1000mcg/ml via an implantable infusion pump for intractable spasticity. It was reported that the patient had a fall about a month ago, and on (B)(6) 2025 they went to the hospital saying they were having a return of symptoms, including a return of spasticity. Troubleshooting included a side port study that had negative aspiration. The patient was also given a dose increase which didn't help, and a bolus gave "brief enmity". It was realized during revision that the catheter tip had moved from t9 to l1 in the spine and the anchor was dislodged, which turned out to be from the fall. A revision was complete with a new catheter being placed back in the t9 space. The issue was resolved at the time of the report. Additional information was received from a company representative (rep) on 2025-09-23 indicated that the previous report of "brief enmity" was a typo and it was reported they tried a dose increase to see if it was disease progression and this would help, but it did not. Next, they gave a bolus and this gave quick temporary relief. It was noted that the patient mentioned the day of the revision that she had a big fall and landed directly on her back. This led to the issue at the anchor site.